Event description:
Medtronic received information via literature regarding gender-differences in survival following transcatheter aortic valve replacement (tavr) and surgical aortic valve replacement (savr) for patients with aortic stenosis. All data were collected from the (B)(6) national hospitalization database from january 2010 to june 2019. The study population included 71,794 patients (predominantly female, mean age 82.7 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 4,797 were implanted with a medtronic corevalve (n=1,609) or evolut (n=3,188) bioprosthetic valve (unique device identifier numbers not provided). Among all patients, 811 all-cause deaths occurred at 30-days post-implant, and 4,787 all-cause deaths occurred during long-term foll ow-up. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, myocardial infarction (mi) , major or life-threatening bleeding, new-onset atrial fibrillation, arrhythmia requiring permanent pacemaker implant, and rehospitalization for congestive heart failure (chf). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: deharo et al. Outcomes following aortic stenosis treatment (transcatheter vs surgical replacement) in women vs men (from a nationwide analysis). Am j cardiol. 2021 sep 1; vol 154: p. 67-77. Doi: 10.1016/j.amjcard.2021.05.046. Epub 2021 jul 10. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.